Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime, compromised force sensor test due to protruded or loose drive support disk. The motor passed motor test. The unit had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm from her insulin pump. The customer's blood glucose level was 121 mg/dl. Standard troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The insulin pump was stuck in the filling tube mode. The insulin pump was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)